Manufacturer narrative:
The sample was submitted for investigation. Investigation confirmed the presence of a streptavidin interfering factor. This specific interference is addressed in product labeling.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer initially complained of erroneous results for 1 patient sample tested for free thyroxine (ft4 ii). The tests were run between the customer's e601 analyzer and the centaur method. The date of tests performed at the customer site is not known. It is not known if erroneous results were reported outside of the laboratory. The initial ft4 ii result from the e601 analyzer was 4.08 ng/dl. The repeat result from the centaur method was 1.1 ng/dl. The customer provided another patient sample obtained on (B)(6) 2015 for investigation. The sample was tested for thyrotropin (tsh), ft4 ii, and free triiodothyronine (ft3). Based on the data provided, erroneous ft4 ii and ft3 results were identified between the customer's e601 analyzer and a modular e analyzer used at the investigation site. This medwatch will cover ft3. Refer to medwatch with (B)(6) for information on the ft4 ii erroneous results. The customer's ft4 ii result was 5.16 ng/dl. The repeat result from the investigation was >7.77 ng/dl. The customer's ft3 result was 11.14 pg/ml. The repeat result from the investigation was 13.39 pg/ml. No adverse event was reported. The customer's e601 analyzer serial number was (B)(4). The modular e analyzer serial number used at the investigation site was (B)(4). The ft3 reagent lot number used at the investigation site was 185694 with an expiration date of 03/31/2016.